Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy that the device would not close tightly on the tissue and the handle would not retract. The device fired, cut, but staples were malformed. A like device of the same product code was used to complete the procedure. There was no patient consequence reported. No device will be returned.